Manufacturer narrative:
Sensor was sent to engineering for study (B)(4),

Manufacturer narrative:
The follow up one report was submitted in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading was 55 mg/dl while her blood glucose reading was 154 mg/dl. The customer had multiple sensors with sensor discrepancy issues. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in their sensor setting was 70 mg/dl. Troubleshooting was performed. The product will not be returned for analysis.